Event description:
Reported that advanced d-dimer was not stable for 48 hours on-board the instrument as stated in the application sheet. Controls are out of range after 24 hours. There was no report of patient testing or erronous results.